Event description:
On (B)(6) 2014, the reporter contacted animas alleging the pump emitted a call service alarm. It was reported the issue occurred while the pump was delivering a bolus. The reporter was unable to troubleshoot at the time of the complaint. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.